Event description:
The phaseal devices do not lock securely onto other devices. Twice on one patient the phaseal device came apart from the IV tubing at the clave connection. On the same patient the following day the injector came loose from the phaseal y-site luer lock. On a different patient had the injector unscrew from the blue clave despite the nurse repeatedly checking the device to ensure that the device was screwed in securely. It was also reported that this has occurred with the phaseal luer connector. It appears that the part of the phaseal devices that screws into the other devices isn't long/deep enough to secure properly, and thus the devices back out or separate easily.